Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil disengaged. The surgeon removed the anvil without incident.